Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had needed a new front case. No patient involvement.

Event description:
It was reported that the device had needed a new front case. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, left/ right handles, barrel clamp, latch module assembly, iui bracket, tube drive, wiper seal, sleeve drive and right iui. Performed calibration. A review of the device history record for sn (B)(6) was performed from date of manufacture 06/12/2014 to present date 01/17/2021 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA# ca-2018-0161 iui conn issues.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had needed a new front case. No patient involvement.